Event description:
During an in-clinic follow-up, increased capture threshold, an impedance issue, and p-wave amplitude variation were observed on the right atrial (ra) lead. The suspected cause of the event was due to dislodgement, which was confirmed during the replacement procedure. The ra lead was explanted and replaced to resolve the event. The patient was stable.